Event description:
Unusual couch motion was first observed on 7/20/94 and the problem was finally resolved on 9/2/94. During a pt's setup the hand pendant would not engage. But with the couch moved by motor, at a rapid speed in the lateral (right) direction, on the next field on the same pt, similar motion was observed but in the opposite direction. A check of the hand pendant using hand pendant checkout procedure showed everything was ok. However, this unusual motion could not be reproduced either by physics or by co's rep. The service rep added a heavier ground wire on pin 4 of tb3 and 4 in the couch. Five days later, the longitudinal thumbwheel on the hand pendant would not move the couch. Therapist tried to move the couch down using the vertical thumbwheel. Instead of downward motion, the couch started to rotate and move in the longitudinal direction. Pt was not hurt. Service rep found vr1 was not bolted down on pendant controller, pin 1 of j1 bent and not making contact and also meb sticking. He repaired the pendant and suggested hosp use just one pendant to see if the problem had been in the pendant. Three days later, similar couch motions were noted, but this time it moved rapidly to the lateral (right) extent of the couch. It should be noted that these motions occur only when the meb is held. Co suggested hosp swap the hand pendants with that from another machine. The next day, during machine warmup, similar longitudinal and lateral couch motions were observed. Service rep repaired and replaced motor driver b12 in aux electronics cabinet. These intermittent couch motions became more frequent the folloing four days especially during the morning warmup. The service rep replaced the motor interface pcb, some parts in hand pendant and swapped motor driver b11 in aux electronics. The erratic motions were not observed the next day after the above changes. After a week of no couch activity, the erratic motions returned. The service reps changed optic couplers u4 and 12 on the serial communication interface pcb in std. That did not solve the problem. Couch side panels were also replaced. This did not solve the problem either. The next day, the reps found that the motor control pcb received input or feedback whenever the erratic motion starts. They swapped leads on solid state relays k21 and k22 in aux electronics. The erratic motions were gone for the next two days. Three days later, the erratic couch motions returned. The service rep this time was able to duplicate the couch motions after noticing that q6 on motor driver b12 was bad. He took the spare board out of the spares kit and replaced the b12. This board from the spares kit turned out to be bad for as soon as couch motions started, c2, 12 and 17 blew right off the board. The next day, he replaced b11 and b12 motor drivers and the erratic motions were gone. A week later, the erratic couch motions returned. This time (9/2/94), the service rep replaced k19, 20, 21 and 22 in aux electronics cabinet.